Event description:
It was reported that high threshold was observed. Patient was unaware of high threshold but did sometimes feel pain in his chest around the apex of his heart, it was unknown if it was related to the high threshold.

Manufacturer narrative:
(B)(4).